Manufacturer narrative:
A stryker service technician evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the issue was broken/damaged aux power connector cable. The auxiliary power cable assembly and right angle cable for ac/dc power adapter were replaced to solve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that connector pins of their device were damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that connector pins of their device were damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.